Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - patient complains of pain and instability with her depuy hip - specifically gription, which is a pinnacle hip. Update rec'd 04/22/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from inflammation, osteolysis, elevated cobalt and chromium levels, metallosis, and synovitis. Litigation has also provided a revision date of (B)(6) 2015. At this time, we are unaware what products were removed and reason for the revision. If further information is received, the complaint will be updated at that time. Updated head/liner and stem.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified other reports against the femoral head. The device history records were previously reviewed with no related manufacturing deviations or anomalies identified. The search identified no other reports against the remaining product and lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 06/07/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported leg pain, swelling, inflammation, weakness, numbness, itching, sores, twitching, unable to walk distances, headaches, foot weakness/numbness, neurological issues, muscle wasting, difficulty balancing/walking, lack of strength and stamina. Revision surgical report noted inflammation and autoimmune responses, significant pain, elevated metal ions at time of revision surgery which had been within normal limits prior, 100ml of dark blood black thick fluid, thick black synovium and mild osteolysis at the stem. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 23, 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.